Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown 36mm ceramic head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised due to pain. A size 5 accolade stem and 36mm ceramic femoral head were revised. Rep confirmed that no further information will be released by the hospital or surgeon.